Manufacturer narrative:
During testing, it was found the device did not audibly alarm towards the low volume range. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not alarm audibly during an alarm condition. The device was returned to the biomedical department for a report of cracked front case. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.